Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31698615l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and suffered a cardiac tamponade which required a pericardial puncture. . The report indicated that after completing the procedure and removing the qdot micro catheter, body surface echo showed accumulation of pericardial effusion/cardiac tamponade. During the procedure, a sinus map of the right ventricle (rv) was performed using decanav catheter, followed by pace mapping near the right ventricular outflow tract (rvot). After replacing it with the ablation catheter, the decanav catheter was not inserted into the patient¿s body. At this time, no vital sign changes such as blood pressure decrease were observed. After replacing the decanav catheter with the ablation qdot micro catheter, pace mapping was performed at the same site, followed by ablation. The total number of ablations was 8 times. The power ranged from 20w to 30w, with a cutoff temperature of 45 degrees and a max ai value of 500. No significant impedance changes were observed, as confirmed by ngen information. Additionally, there were no vital sign changes during ablation. A waiting time of 10 minutes was set after stimulation, and no significant vital sign changes were observed during that period. After catheter removal, the presence of pericardial effusion was confirmed with body surface echo at the end, indicating accumulation. After the procedure, pericardial puncture was performed. Once the patient's vitals stabilized, the patient was transferred back to the intensive care unit (ICU). Ngen was used for the procedure. The physician¿s assessment on health hazard was not serious (moderate/mild). No extended hospitalization was noted. The contact force (cf) monitoring method was real time graph, dashboard, vector, and visitag. The visitag coloring setting was tag index. The additional filter in visitag was fot. The physician's opinion on the relationship between the event and the product was no comments regarding a causal relationship with this product. No abnormalities observed prior/during use of the product. History of medical history/treatment/other diseases currently being treated was that the patient was on maintenance dialysis.

Manufacturer narrative:
Additional information was received on 13-jan-2026. A transseptal puncture was not performed. During an internal review on 06-feb-2026, noted a correction to the 3500a initial under h6. Type of investigation, h6. Investigation findings and h6. Investigation conclusions. Therefore, corrected these fields accordingly if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).